Event description:
It was reported that a slitting issue was encountered with the medial one third of the delivery catheter. The deflectable wire became stuck in the cutting blade, making it difficult to slit the catheter without dislodging the lead. A slitting issue was encountered with the medial or distal one third of a second delivery catheter. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.